Manufacturer narrative:
UDI: (B)(4). The expiration date is currently unavailable. Investigation summary: according to the information provided, it was reported that during a rotator cuff repair, the 4.9mm healx adv sp biocomposite anchor and the 5.5mm healx adv sp biocomposite anchor broke. The complaint devices were not returned, therefore unavailable for a physical evaluation. Since the complaint devices were not returned, we cannot determine a root cause for the reported failure. If the device is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l20825] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the sales rep that during a rotator cuff repair procedure on (B)(6) 2021, it was observed that the 4.9mm healx adv sp bioc anchor device broke. Another like device was used to complete the procedure without a reported delay. There were no adverse patient consequences reported. No additional information was provided.